Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Update: ((B)(6)2012) - patient fact sheet was received. The doi has been updated. There is no new information that would change the outcome of the investigation update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: 13 oct 2014 - der rcvd (right hip) from sales rep. Updated dor, patient age, height and weight. Update rec¿d: 2/5/2015 - medical records received. Upon revision, a granulomatous mass, turbid colored inflammatory fluid, osteolysis, and corrosion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 02/23/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).